Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed for lot#9156986 and no qn found. See h.10.

Event description:
It was reported that 2 pen needles 31gx5mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer said they found two needle were bent when opening the package the user stated that there are two needles with problems. The first one went to the endocrinology department of hospital to ask the nurse to assist in the inspection.the nurse examined and found a blockage in the needle. The second needle is discovered by the user at home, and it is normal after replacing it with a new needle. The products are for one-time use, users inject once a day, 17 units each time, have used bd products for many years, and this has not happened before.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen needles 31gx5mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: customer said they found two needle were bent when opening the package. The user stated that there are two needles with problems. The first one went to the endocrinology department of hospital to ask the nurse to assist in the inspection. The nurse examined and found a blockage in the needle. The second needle is discovered by the user at home, and it is normal after replacing it with a new needle. The products are for one-time use, users inject once a day, 17 units each time, have used bd products for many years, and this has not happened before.